Manufacturer narrative:
No photos or samples were received by our quality team for evaluation; therefore, the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Based on marketing feedback, it was observed that the issue was related to improper user technique. Staff were removing the needle while advancing the catheter, then reinserting it again, which can compromise catheter integrity.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd neoflon pro 24ga 0.7mm od 19mm l leaked leakage, kinked needle, and peeling during insertion. During use during device insertion, staff observed leakage from the product. In several cases, the needle was either not sharp enough to penetrate the vein properly¿resulting in superficial insertion¿or became kinked. Additionally, there were instances of the device peeling back during use. These issues impacted the success of the procedure and raised concerns about product reliability. We have delivered 5 different lot numbers of this item to the customer so until we complete further investigation to identify which lot is causing the issue, we will provide all the lot numbers that were delivered:4055310 -4084051-4188462-4084056-4084046.

Manufacturer narrative:
B4: following the submission of the initial MDR, it was determined that there was only one incident with an unknown batch number and the additional batch number provided were possible batch numbers. This MDR will be void.

Event description:
Correction for batch.